Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle on the mayfield base unit (a2101) was very tight and does not hold when closed. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The 6in transitional teeth, shock cushion is worn and adjustment wrench threads are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required . No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.